Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the expressew iii w/o hook needle in expressew gun sticking. The complaint device was received without needle jammed. Visual observations revealed that the device was worn, since the laser marks were faded. Also, it was observed that the jaws did not close normally contributing to the holding failure; besides, the upper jaw was slightly loose when the jaws are closed. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. As a result, when the trigger was operated, there was slight resistance noted but fully functional, there was slight resistance and the deployment was rough. According to the photo, it was identified that the white flag of the needle was in the gun, but he needle stuck was not returned in the gun. Because of this, the photo and the physical analysis don¿t provide enough evidence of failure reported. Therefore, the complaint reported cannot be confirmed and we cannot determine a root cause for the reported failure. The possible root cause for the rough deployment could be attribute that the device required to be thoroughly cleaned and properly lubricated/ milked to avoid friction during deployment. Improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Also, for the holding failure can be related when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the expressew iii w/o hook needle in expressew gun sticking. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, visual observations reveals that the device is slightly worn since showed marks. In addition, it was identified that the white flag of the needle was in the gun, but it could not see if the needle was jammed. The photo don¿t provide enough evidence of failure reported, therefore the complaint reported cannot be confirmed. The functional test helps to check the failure needle. As a result, we cannot determine a root cause for the reported failure, but the possible could be related to an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the expressew iii w/o hook. Needle in expressew gun was sticking. Another like device was used to complete the surgery without delay. There were no patient consequences reported. No additional information was provided.